Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt did not get good coverage in his left hand. The sjm rep observed contact 8 was invalid and reprogrammed around it and the pt regained stimulation. No further info is available at this time.